Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia and/or diabetic ketoacidosis. H6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected.

Event description:
It was reported that an adverse event occurred. On 6/17/26, it was reported by insulet that the patient reported she went into dka because of ¿an issue with dexcom¿, however, no other information about this issue was provided. The patient was also wearing an omnipod insulin pump. No other patient or event details were reported including how the cgm was behaving prior to the patient¿s dka diagnosis, patient symptoms, or treatment details. Attempts to reach the patient for further information were unsuccessful. No other patient or event details were available. No product or data was provided for investigation. The allegation and the probable cause cannot be determined. No additional patient or event information is available.